Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Performed visual inspection and functional testing per product verification testing (pvt). Could not confirm customer complaint of "continuous downstream occlusion alarm". Performed no disposal attached (nda) test per technical service manual (tsm). Unable to duplicate complaint. No action was taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device continuously alarmed for downstream occlusion. There was no patient involvement, and no patient harm/adverse event reported.